Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission high threshold was noted on the right atrial (ra) lead. Additionally, possible undersensing was noted on a stored episode on the right ventricular (rv) lead. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.